Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent post-meal hypoglycemia while using the ilet pump, leading the patient to pause insulin delivery or disconnect the pump during lows; oral glucose was used to treat these episodes, and the case was transferred for pump review to determine if a settings reset or feature review was needed, with the device problem and component not defined due to insufficient information. Symptoms included hypoglycemia with headache and shaking or tremors. Outcomes included serious illness/impairment and an unexpected medical intervention in the form of medication administration. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.